Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, and seroma.

Event description:
Patient reported left side "became extremely infected". Additionally, healthcare professional reported and confirmed there was no infection, but rather, capsular contracture baker grade IV, and seroma. Device has been explanted.